Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device restarted twice and was replaced consequently. No patient injury reported.

Manufacturer narrative:
For the investigation the logfile and the replaced pcb m16.2 were analyzed. The logfiles-analysis showed, that the safety software performed two consecutive warmstarts in order to solve a problem at the micro processing unit of the pcb m16.2. The root cause for this was a failure at the pato driver unit, which is amongst others responsible to amplify the sensor signal. Neither at the investigation of the pcb m16.2 at draegerwerk nor at the repair on site it was possible to reproduce the failure, no deviation of the hardware-specification was found. For safety reasons the safety software analyses and verifies the proper function of the device. In case the safety software detects a deviation from correct device function of the ventilating unit, a warmstart of the ventilating unit is triggered as the specified reaction. During a warmstart the ventilation is stopped for a short period of time. The safety valve opens against environment in order to allow the patient for spontaneous breathing. After at the maximum 8 seconds the evita v300 automatically continues to ventilate according to the user-settings. An acoustical and visual alarm is generated. In case of a not successful warmstart the safety software triggers immediately another warmstart. In the event of three consecutive not successful warmstarts the evita v300 stops the ventilation accompanied by a permanent acoustical and optical alarm. The safety valve stays open against environment to allow the patient for spontaneous breathing. The ventilation unit reacted on a detected deviation as specified by performing warmstarts and generating the adequate alarms. The evita v300 was tested successfully and delivered towards the user.

Event description:
The device alarmed during ventilation with ippv, the display turned black, the message appeared "ventilationmodul restartet". The device was replaced. No injury reported.